Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both power sources were disconnected from the controller on accident. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed one (1) controller power-up event logged on 24-may-2018 at 03:31:09. The controller was without power for 12 seconds. Additionally, a second controller power-up event was logged on 30-may-2018 at 12:46:57. The controller was without power for 14 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power observed on 24-may-2018 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the loss of power observed on 30-may-2018 can be attributed to a disconnection of both power sources, as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller, (B)(4) was not returned for evaluation. Log file analysis revealed one (1) controller power-up event on (B)(6) 2018 at 03:31:09. The data point prior to the loss of power revealed that bat211625 was connected to power port one (1) with 25% relative state of charge (rsoc) and bat216080 was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that bat211625 was connected to power port (1) and bat211617 was connected to power port two (2). The controller was without power for 12 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, as described in the event details. If information is provided in the future, a supplemental report will be issued.